Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead performance data on the remote monitoring report was incorrect. A ticket was opened to investigation the issue. No patient complications have been reported as a result of this event.